Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va0qcay, implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot#: (B)(4), ubd: 07-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was scheduled for a battery (ins) replacement due to end of life. After the healthcare provider got into the pocket, they found the lead was twisted and severed at the ins entry site. The healthcare provider removed both the lead and the battery completely. The issue was reported to be resolved. No further complications were reported.